Event description:
Boston scientific received information that this right ventricular (rv) lead had become dislodged with loss of capture and high out of range impedance measurements overnight in recovery from the initial implant. X-ray analysis confirmed the observations as related to dislodgement. During the revision procedure the following day, repositioning was difficult as the helix mechanism became stuck in the expanded position. The helix was noted to be damaged, and this lead was explanted. A new lead was successfully implanted, and the patient experienced no additional adverse effects.

Manufacturer narrative:
A new lead was successfully implanted and this lead has been returned. When analysis has been completed, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted around the helix base, extending into the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Analysis concluded that the clinical observation related to helix functionality was the result of blood infiltration into the helix housing.